Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion" the reporter complained that all of their six devices (s/n: (B)(4) are intermittently not infusing. The drug to the patient even though everything looks good and the lcd screen says it is infusing to the patient. B. Braun infusion pump shows in the display as infusing but no fluid goes to the patient. The problem happens intermittently. The staff mentioned this problem repeated multiple times during infusion therapy. No injury reported, but therapy delay to the patients. The customer has returned only one device for investigation, sn: (B)(4), with a sample line and a third party filter used for therapy. Note: this complaint is part of collective registration: (B)(4).

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400561755. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 20714 h. 2.6 further information: n/a . 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files of (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022 (dates given for the incident) were investigated. In the history files several upstream- and air alarms could be detected (reason for these alarms could not be clarified). The entered values correspond to the values "act. Volume infused". Or the infusion was interrupted before the volume or time was reached by an alarm or by the user manually stopping the infusion. In the alarm history files the device alarm 2119 (lcd backlight on defect) could be detected. The device alarm was displayed several times at (B)(6) 2022. Furthermore, no anomalies in the history files could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (60-01-017) on the lower housing were intact and undamaged. Between the operating unit and the housing lower part, liquid residues could be detected. Furthermore, the device is in a clean state and no visible damaged are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,13%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected, to investigate the inside, the device was disassembled complete. Liquid residues between the housing lower part and the front frame could be detected (no liquid residues on the mainboard). Furthermore, pressure points on the ribbon cable that connects the operating unit with the mainboard could be detected. These pressure points would explain the device alarm 2119 in the alarm history. The reason for the damaged ribbon cable could not be clarified. In addition, no more anomalies could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.